Manufacturer narrative:
Concomitant medical products: product ID: 7435, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that they had overstimulation in their right leg and the programmer was not working. Checking with the programmer showed that the device was off and when stimulation was turned on the issue was resolved and the patient was feeling stimulation in both legs. The change in therapy or symptoms was considered sudden. The indication for use was radicular pain syndrome (radiculopathies). Follow up information was requested to determine event cause, outcome, and steps taken to resolve the reported issues. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the circumstances that may have led to the overstimulation included the device may have been set too high accidentally because it did not seem to be working good enough. The overstimulation had not reoccurred and it was working well and the batteries were changed in the device.